Manufacturer narrative:
Product complaint (B)(4). Batch # t5da73. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the surgeon used the device at pulmonary artery, a6 vessel, and inferior pulmonary vein. (The inferior pulmonary was fired finally). 1 hour later, there was bleeding from the inferior pulmonary vein. The patient moved the (B)(6) hospital to need the artificial heart-lung machine. The following is the surgeon¿s comment: the tissue thickness and hardness were usual. The surgeon checked there was no bleeding after firing. However, he could not check the stapling formation because he could not take gefrierschnitt (intraoperative rapid diagnosis). There was not enough space, so the surgeon used the device near the heart (approximately 1 cm) . There was a possibility to be damaged the pericardium on firing. I think there was no problem with the device. Causes except for the device: unknown. The patient¿ s history(disease, treatment, smoking): unknown. The patient¿s condition: the hospital did not answer to protect personal information. Additional information requested and received: what were the indications for surgery? The initial surgery was open right lower lobectomy. Please provide a detailed timeline of events. The surgeon used the device at right pulmonary artery, a6 artery, and inferior pulmonary vein. He did not check the stapling form because he could not exam the gefrierschnitt. The patient's chest was closed, changed the position to supine position and extubated 1 hour later from the firing, then, there was bleeding from the inferior pulmonary vein. The surgeon administered anesthesia again to the patient, performed the intubation and tried to stop the bleeding. We don't have information about treatment, amount of the blood loss and transfusion, the surgeon transferred the patient to another hospital to need a heart-lung machine. However, the patient died. We don't have information about the treatment and the death. This information was all that we know. What was the approximate width of compressed vessel? No further information is available. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No further information is available. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? There was a possibility to be damaged the pericardium on firing since there was no enough space for dissection. Were the tips of device visible during firing? No further information is available. Does the surgeon routinely wait 15 seconds prior to firing? No further information is available. Were there any staple formation issues noted throughout care of patient? No further information is available. Was it confirmed that pericardium was within jaws during firing? There was a possibility to be damaged the pericardium, but it is not sure. What was the cause of death? No further information is available. Was the middle lobe vein identified? No further information is available. What was the pulmonary venous anatomy? No further information is available.

Event description:
It was reported that after an open right lower lobectomy, bleeding occurred from the inferior pulmonary vein. And after the patient was transferred to another hospital to stop the bleeding, the patient died. The device was used on the basal segment branch of the right pulmonary artery, the right pulmonary artery (a6), and the inferior pulmonary vein during the initial procedure. One hour after the device was fired, the chest was closed and the patient was placed in the supine position. Extubation was performed, and bleeding from the inferior pulmonary vein was observed. Anesthesia was performed again, and the patient was transferred to (B)(6) hospital in order to stop the bleeding using heart-lung machine. The opened chest was expanded to stop the bleeding. The patient died in (B)(6) hospital.